Event description:
It was reported the patient's blood glucose level dropped to 65 mg/dl. The patient reported that they tried to suspend their insulin but was still receiving insulin. As treatment, the patient took the pod off, had a tablespoon honey and drank a soda.

Manufacturer narrative:
The data presented no anomalies. No issues capable of causing an overdelivery of insulin were observed.